Manufacturer narrative:
Additional information was requested from the customer and was not provided. Investigation summary: the event product was returned for evaluation. Upon inspection, engineering confirmed the sheath was torn. Engineering also noticed marks on the device caused by strain. A review of the manufacturing records indicated this lot passed all manufacturing and quality inspections. All alexis devices undergo 100% visual and functional inspection during the manufacturing and assembly process. Although the exact root cause of the event could not be confirmed, the root cause is likely use error; the initial tear was most likely caused by a dissector. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associtated with this event.

Event description:
Procedure performed lar - "they insert green ring to patient body and then find the sheath was broken." Patient status - fine. Type of intervention - na.